Event description:
Additional information was received on 14apr2020 noting that the device would not be returned.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10, & h3. The device will not be returned due to suspected covid-19 infection. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d4. Lot information was received 20apr2020. Summary of event: as reported, during an emergency abdominal aortic stent graft placement, blood leaked from the hemostatic valve of a performer introducer. Access was gained, and two performer introducers were inserted into the bilateral superficial femoral arteries with retrograde approaches. As another manufacturer's angiographic catheter was inserted into one of the performer introducers, blood "spouted" from the hemostatic valve. The introducer was replaced with another device, and the procedure was completed. Multiple devices were not inserted into the sheath at the same time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures was conducted during the investigation. The complaint device was not returned; therefore, examination of the device was not possible. A document-based investigation evaluation was performed. Related non-conformances were noted on the complaint lot, but the devices were identified and scrapped prior to distribution. One other complaint was found for this lot number; however, the failure could not be recreated. Because adequate inspection activities have been established and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field and that the complaint lot was manufactured to current specifications. Cook also reviewed product labeling. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. A review of the manufacturer¿s instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for this event cannot be established. Possible reasons for the failure include the patient's anatomy, the nature of the procedure, and/or user handling. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 28apr2020. Multiple devices were not introduced through the sheath at the same time.

Manufacturer narrative:
Initial reporter phone: (B)(6). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an emergency abdominal aortic stent graft placement, blood leaked from the hemostatic valve of a performer introducer. Access was gained, and two performer introducers were inserted into the bilateral superficial femoral arteries with retrograde approaches. As another manufacturer's angiographic catheter was inserted into one of the performer introducers, blood "spouted" from the hemostatic valve. The introducer was replaced with another device, and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.